Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 218663290 was returned and analyzed. Visual inspection of mapping catheter showed that the pebax tube was kinked at the metal shaft distal end interface and there was a cut on the pebax. The shaft and the wires were exposed. In conclusion, the mapping catheter failed the inspection due to a kink in the pebax tubing section attachment at the metal shaft segment, a cut on pebax shaft, and exposed wires. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.